Event description:
Journal reference: kovacs n, auer t, balas I, karadi k. Zambo k, et al. Neuroimaging and cognitive changes during deja vu. Epilepsy behav. 2008 oct 4. [Epub ahead of print]. The cause or the physiological role of deja vu (dv) in healthy people is unk. The pathophysiology of dv-type epileptic aura is also unresolved. Here we describe a woman treated with deep brain stimulation (dbs) of the left internal globus pallidus for hemidystonia. At certain stimulation settings, dbs elicited reproducible episodes of dv. Reportable event: recall memory of the complex figure worsened during normal stimulation. See mfger report # 2182207200808400.